Event description:
Defibrillator generator replacement was completed. Post shock device interrogation suggested malfunctioning of the device. Pt required that the defective defibrillator generator be explanted and a new defibrillator generator be implanted the same day.